Event description:
It was reported that the primary tubing set had separated above the roller clamp when it was taken out of the package. This occurred in medical ICU. There was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing set separated was confirmed based on the separation at the engagement between the tubing and inlet of the second smartsite port. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. The separation was at the engagement between the tubing and inlet of the second smartsite port components. The expected slide clamp component along the separated tubing was not received. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damage or issue was observed. Further handling/tug of the rest of the set's tubing engagements observed no separation. The device history record for model: 2426-0500 lot could not be conducted due to no lot number being provided. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and / or operator error.

Manufacturer narrative:
Material operations. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the primary tubing set had separated above the roller clamp when it was taken out of the package. This occurred in medical ICU. There was no patient involvement.